Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) technology center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract with intraocular lens (iol) procedure the patient experienced a posterior capsular tear. An anterior vitrectomy was required. The planned iol was implanted.

Manufacturer narrative:
The system was examined. The company representative was unable to confirm or replicate any system non-conformity, which may have contributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).